Manufacturer narrative:
08/31/2017 (B)(4): the product was returned with the membrane completely unfolded and no blood was visible. Three kinks were found on the catheter tubing approximately 56.1cm, 69.6cm and 71.4cm from the iab tip. The pressure tubing and one-way valve were returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4); record ID: (B)(4). Supplement - device evaluation.

Event description:
It was reported on (B)(6) 2017, before use on a patient, a kink was found in the intra-aortic balloon (iab) catheter. The iab was replaced and therapy continued. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported on (B)(6)2017, before use on a patient, a kink was found in the intra-aortic balloon (iab) catheter. The iab was replaced and therapy continued. There was no injury or harm to the patient.